Manufacturer narrative:
Additional information was received indicating the patient will continue routine follow-up appointments and the system will be reevaluated when the device requires a normal change out. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.